Event description:
It was reported that the cordless driver 2 ran in forward instead of reverse mode during a procedure. The procedure was completed with another device. There was no user or pt injury, medical intervention, or any adverse consequences reported as a result of this event. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
The customer was unable to locate the device, therefore, the device is not being returned for eval. If add'l info becomes available and the device is received a f/u report will be submitted.